Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion testing due to moisture on force sensor resistor. Unable to test for motor error alarm and e70 alarm due to a33 alarm. The motor was tested outside the device and passed. However, the insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error message and compromised force sensor system alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer also reported motor position encoder error. Troubleshooting for the prime rewind was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.